Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. On 12/24/2019, during visual inspection of the device it was observed with no apparent damage. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No anomalies were observed. There is no root cause since no anomaly was reported and no issues/damages were observed. However this can not be conclusively determined, since was not additional detail were received about the complaint. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Reason for device explant and/or reoperation: unknown. (B)(4).

Event description:
On 10/31/2019, artoura breast tissue expander 375cc was received by the mentor failure analysis lab with no accompanying information. The device was for the right side. The device was marked as "defective," though no specific failure mode was noted. The device could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, it will be conservatively reported to FDA as an event requiring medical device removal from a patient.